Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated data re analysis was performed and a new replacement window of 90 days was provided for this device.